Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device exhibited dirt in the light guide lens at the distal end. The issue was identified during setup. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens had foreign objects, burn marks were observed on the forceps stand, adhesive around light guide lens was peeled and corrosion of the forceps holder. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be established. And the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.